Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. The insulin pump was received with intermittent button response due to flattened dome switch on act button. Keypad connector was inspected and locked on lcd board. No button error alarm and audio or beep anomaly noted during testing. Pump passed displacement test and self test.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had beep anomaly. Customer was assisted with self test and the insulin pump beeped during tone test. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided in section "date received by manufacturer" with the initial report was incorrect. The correct date is february 7, 2019.